Event description:
The complainant reported that in 06 a pt underwent a scheduled removal of a left arm port that had been therapeutically placed in 03, and the therapeutic insertion of a new port in the pt's right arm. Upon removal of the catheter, it was found to be markedly shortened, and a portable x-ray revealed that a portion of the catheter was in the pt's heart. The pt was then transferred to another facility for retrieval of the catheter. Successful removal of the catheter was performed on 3/1/06. The pt was reported to have tolerated the procedure well and without complications and was discharged from theh hosp on 3/1/06.